Manufacturer narrative:
Fluoroscopy was performed and examined in many views and positions and there was no compromise in the leads or device header connection that could be identified. The patient is asymptomatic and paces less than nine percent. Capture and sensing are acceptable in unipolar configuration and the physician will continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited out of range pacing impedance measurements on the atrial and right ventricular (rv) channels which had triggered the lead safety switch (lss). Additionally, there were a large amount of stored non-sustained events due to noise. Lead testing in unipolar configuration noted stable threshold and impedance measurements on both leads. However, testing in bipolar configuration produced elevated threshold and impedance measurements and noise. The noise was observed when the patient was moving his head and during pocket manipulation. No adverse patient effects were reported.